Manufacturer narrative:
The devices have been evaluated but the evaluation could not determine the cause of the event. Model# and lot# of other pipeline involved: model: fa-77500-14, lot: 9439766 - dom: 5/4/2011 - exp: 4/1/2013. (B)(4).

Event description:
Treatment of an aneurysm. It was reported two pipelines did not release from the capture coil during deployment and were removed from the patient. No patient injury reported.